Event description:
Incident of defective spinnaker elite. This occurred last week, in the process of embolizing a pt with a brain avm. The above-mentioned catheter was prepared on the bench in the usual fashion; a small c-shaped curve was steamed on its distal extremity, it was flushed with saline, and a target therapeutics stiffening stylet - lot #4704197, catalog reference #414030 - introduced to its extremity. The catheter/stylet apparatus was introduced into the guiding catheter (6 french cordis envoy), and the stylet removed prior to the microcatheter emerging from the guiding catheter. The catheter was easily navigated to a brain avm feeder; upon performing superselective angiography, md was lucky to notice that contrast material was present in the feeder, proximal to the tip of the microcatheter. As md suspected that the catheter had a proximal perforation, they removed it and tested it on the bench by pinching the extremity and injecting from the hub. Md noticed contrast material leaking from a perforation approx 10 cm or so from the tip.